Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was discarded. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be conclusively determined. Mdrs related to this event: 2029214-2016-00257 2029214-2016-00258.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. It was reported that the patient was undergoing treatment for an unruptured aneurysm in the right supraclinoid internal carotid artery (ica). The vessel was moderately tortuous. The aneurysm had a max diameter of 7mm and neck diameter of 4mm. Landing zone artery size was 3.7mm distal and 4.8mm proximal. The devices were prepared as indicated in the IFU. It was reported that at deployment, the pipeline flex did not open on the distal end. The device was resheathed and removed from the patient. There were no additional attempts required to open the device. Afterward, a new pipeline flex was able to be implanted without issue. Post-procedure angiographic result was good. There was no report of patient injury as a result of this event.